Event description:
A response was received from the patient regarding their complaint, and they report their unit has not worked properly. Patient states their device maintained a charge and sometimes takes long to charge. Furthermore, patient adds their spasms have not subsided and they have not changed in their activities and are diligent in not twisting. Their issue has not been resolved and they are waiting to hear from hcp's office.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2022 explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2022 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 17-jun-2026, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 06-jul-2026, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was that they were trying to contact hcp as their lead placement had changed and they had talked about putting dual paddle leads in their back. Pt said that they were having a problem trying to find a neurosurgeon to do the work and the hcp hadn't gotten back to them yet. Pt said that it had been about two months since the issue with the leads was detected. Pt said that it had been a little over a month since they had been trying to get in to hcp. Pt said that the ins did not seem to be working to where they thought it would work and that it was probably due to the lead placement. Pt said that they were getting spasms and different pains in their back all over again. Pt said that they started doing physical therapy again and that they would say it was at least a good two or three weeks ago when their symptoms returned and the ins wasn't working. Pt asked about shutting the ins off until so mething was done; pss reviewed requested information with the pt. Pt said that they felt the tingling if they turned the stimulation up but they were sitting for an hour to and hour and a half charging an ins that wasn't working. Pt said that since the ins wasn't really doing anything for them they would keep the ins off and turn the ins back on if the issue was exacerbated any further. Pt said that they were frustrated since the ins wasn't doing anything and they couldn't get hcp to do anything. Pt expressed that trying to get a hold of ps and a rep and hcp was troublesome. Hcp office was going to talk to the rep as well to try and find a neurosurgeon but they were out of the office until thursday. Pt said that the other problem they had was they were dealing with workers comp so they had to get an approved referral. Pt said that they had an hcp but hcp didn't take workers comp unless hcp had treated the initial injury. Pt said that their injury occurred in 2013 and they were still dealing with this. Pt said that the injury pretty much forced them to retire after 23 years of being a firefighter. Pt said that they were very limited to activities and frustrated as they were normally active and athletic. Pt said that they understood why they were made to do a psychological screening before having the ins implanted since it could be pretty disheartening. Pss documented reported information from the pt. Pss sent a physicians listing to the pt via e-mail. Pss forgot to clarify with the pt if a rep was made aware of the reported issue and if so, when and how.